Event description:
During evaluation of a returned homechoice machine, an overfill was discovered. In the therapy session started on (B) (6) 2008, drain 3, the home patient's ultrafiltration (uf) reading was 2173ml. This uf indicates that the home pt drained 2173ml more than the programmed fill volume of 2500ml for a total drain of 4673ml. The pt did not experience any symptoms of fullness or discomfort associated with the incident. The home pt's nurse confirmed there was no pt injury or medical intervention associated with overfill. No additional info could be obtained regarding this event.

Manufacturer narrative:
(B) (4). The homechoice machine was rec'd and evaluated. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The probable cause(s) of this overfill was determined to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold, and / or insufficient drain, and / or insufficient drain/false empty detect at initial drain and at previous therapy last drain. The device will be routed to the service area.